Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The device failed specifications.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 44 mg/dl and a blood glucose of 188 mg/dl. Another suspend occurred when the customer's sensor glucose was 48 mg/dl and his blood glucose was 288 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The device failed specifications.